Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two months post implant the right atrial (ra) lead and right ventricular (rv) lead had dislodged due to the device flipping from twiddlers syndrome. It was noted that the rv lead was pulled back into the superior vena cava (svc), the ra lead was dangling in the right atrium and the lead slack was all in the pocket. Suspected lead body damage was also reported. The patient experienced discomfort and palpitations. It was unable to be determined if the patient had flipped the device subconsciously or if the device was not tied down properly and due to the patient having a high body mass index (bmi), the device was flipping on its own. The ra and rv leads were explanted and replaced. The existing cardiac resynchronization therapy defibrillator (crt-d) was reimplanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.